Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The customer changed the site and delivered 7 units and received another alarm 3 minutes later. The customer reverted to manual injection and tried the insulin pump again the next day and the issue recurred. The customer was unsure of the blood glucose reading. The customer was advised to disconnect and reconnect the reservoir and tubing and to push insulin manually through the tubing and reported that insulin did exit. The insulin pump alarmed again with a manual prime. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.